Event description:
Left knee pain, left knee swelling, left knee red, left knee effusion. Information was received in april 2005 from a physician, regarding a pt with a medical history of osteoarthritis, who experienced left knee red, left knee swelling, left knee painful, left knee microtrabecular injury and left knee effusion. The pt began treatment with synvisc in 2005. The pt received one synvisc injection into the left knee in 2005. In 2005, they experienced left knee red, swollen and painful. An MRI of the knee revealed edema and microtrabecular injury. In a week later, the physician aspirated clear amber fluid from the left knee and sent it from analysis to rule out infection. The pt was planned to start duricef pending the lab results. Additional laboratory tests ordered were cbc with diferential, sedimentation rate and c-reactive protein. At the time of this report, the pt's outcome was unknown. The physician assessed the relationship of synvisc to the events as definite. Additional information was received in may 2005 from the reporting physician. The pt had a history of mild osteorthritis with joint narrowing and osteophytes, patellar fracture in january 2004 and trauma to the knee in april 2004. The pt was previously treated with nsaids and steroids. No prior history of effusions was noted. The pt received two synvisc injections into the left knee, the first in 2005 and the second in 2005. No fluid was collected prior to the first injection. Prior to the second injection 5 ml of effusion were collected. In 4 days prior ot 2nd injection, the MRI of the left knee showed: degenerative changes about the knee with chondromalacia nad lateral subluxation of the patella, fragmentation of the anterior horn of the lateral meniscus, somewhat unusual appearance of the posterior horn of the medial meniscus most likely positional, no definite tear, marked edema of the lateral femoral condyle consistent with microtrabecular injury, joint effusion with possible loose body in the suprapatellar recess and a small baker's cyst. In a day after the 2nd injection, the pt's knee was aspirated, 15 cc of fluid was collected and 80 mg of depo-medrol was injected into the knee. The results of the knee aspirate showed: direct smear (2005): no organisms and no neutrophils seen, culture (2005): no growth, cbc (2005): wbc 10.9 k/ul (normal 4-10 k/ul), hgb 16.6 gm/dl (normal 12-16 gm/dl), hct 48.1% (normal 36-40%), sedimentation rate (2005): 11 mm/hr (normal 0-30 mm/hr), c-reactive protein (2005): 0.3 mg/dl (0.0-0.5 mg/dl). The physiican assessed the causality of knee pain, knee swelling and knee effusion as definite. At the time of this report, the left knee pain, left knee swelling and left knee effusion had resolved in about 3 weeks from the first injection. The second injection was the first inejction to which the pt had a reaction. No further information was provided.